Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample was received and evaluated. The supplier's investigation determined that a broken tooth on the access dome caused a loose fit of the access dome to the instrument. The root cause for the damage could not be determined. No batch review was completed due to unknown lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter (B)(4) and reported that the transducer protector leaked during treatment. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.